Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cec adjudicated the patient suffered non q wave mi (target vessel) 3rd udmi peri pci in the 1st diagonal.